Manufacturer narrative:
Awaiting return of product to conduct quality investigation.

Event description:
Complaint of false readings on meter. Consumer has expired test strips. Consumer did a blood application; and got a reading of 69. Consumer stated that she did not feel at all like that reading. Consumer went to the hosp via ambulance and got a reading 41. Consumer is pregnant.